Manufacturer narrative:
(B)(4). The lead is expected to be returned for testing. This product issue will be updated when evaluation is complete.

Event description:
(B)(4) received information that this lead was exhibiting pacing impedance measurements greater than 2000 ohms with no capture or sensing. A revision procedure was performed and conductor coil damage was revealed. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted lead damage/deformed conductor coils 198-206mm from the terminal pin. Microscopic analysis confirmed the anode and cathode conductor coils are fractured in the damaged location. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.